Event description:
Facility sent in a medwatch reporting an internal blood leak - 21 uses. (Estimated blood loss 150cc). No pt ill effect. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.